Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was not returned. The cause of the alleged issue was determined to be unknown. Per the instructions for use of the device, infection is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) reported a patient pump explant due to an infection. The cause of the infection was reported to be unknown.